Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and e1.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the customer complaint was not confirmed. Evaluation did find water tightness was lost due to pinching of the bending section cover and a pinhole on the universal cord, the adhesive on the bending section cover was discolored, the grip was dented, angulation was low, there was no electrical continuity due to corrosion on the distal end, the electric connector had corrosion due to water leakage, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The olympus field service engineer reported the entire screen became black and showed no image. The issue occurred during routine inspection of the bronchovideoscope and only occurred once. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the connecting tube was peeling. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) physical stress. B) chemical stress. C) bad storage environment (in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet-rays, etc.) The instructions for use (IFU) states as follows: ¿operation manual: important information ¿ please read before use: warnings and cautions: - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result. - do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise the insertion tube may be damaged. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.